Event description:
It was reported by service report that the weld was broken on the stretcher and there were exposed sharp edges. Also the siderail would not latch upright due to the broken weld. No pt involvement or adverse consequences are reported.